Manufacturer narrative:
This report is submitted on may 2, 2022.

Event description:
Per the clinic, the patient experienced an infection (unknown if the infection is device related) (treatment of the infection unknown). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.